Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: runthrough ns; guide cath: heartrail jr4 6f. (B)(4) - excessive force, failure to follow steps. The device was not returned; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the catheter was removed and re-advanced the second time. It should be noted that the multilink 8 instructions for use (IFU), states: an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. It was also reported that force was used to advance the catheter to the lesion. The multi-link 8 IFU also states: do not advance or retract the catheter if resistance/anomaly is met during manipulation, appropriate measures should be taken. In case you feel resistance, do not pull the device against resistance, and follow the procedure. [Continuing to advance or retract the catheter may result in damage to the vessels, separation or damage of the catheter, tip separation or damage and/or stent damage or dislodgement.]. It is likely that advancing the catheter a second time and pushing the catheter against resistance may have contributed to the loose stent in this case.

Event description:
It was reported that the procedure was to treat a concentric 90% stenosed lesion in the distal right coronary artery with moderate tortuosity and mild calcification. Pre-dilatation was performed and the 3.5 x 12 mm multi-link 8 stent delivery system (sds) was advanced, but could not cross the lesion due to the tortuosity. The guiding catheter was changed from a 5f to a 6f and the sds was advanced again. Force was used and the sds reached the lesion; however, the stent implant was observed to be moved on the balloon. The sds was removed; however, when the device was retracted into the non-abbott y-connector, resistance was noted and the stent dislodged outside the patient anatomy. A new multi-link 8 was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.